Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'load point 3 automatically indicates loaded after load point 2 is loaded' was not verified. Evaluation successfully found a load set without the device falsely identifying set at load point 3. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump indicated load point 3 loaded automatically after load point 2 is loaded. There was no patient involvement. No additional information is available.